Event description:
The patient reported experiencing overstimulation when they changed from sitting to an upright position. The patient didn&#38176;have their device synced at the time of the report in order to check their programmer. The patient was walked through how to reposition their antenna; they synced with their device, and was able checked their programmer. It was noted that the patient was currently on 2.1v when sitting. The patient stated that they then decreased their simulation to 2.0v at the time of the report, and it felt better. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that stimulation was uncomfortable if they went above 1.9v. The patient checked the implantable neurostimulator (ins) with the patient programmer during the call and confirmed that stimulation was on. The patient did not have another program to try and reported to not have the ability to change stimulation.

Event description:
Additional information received from the consumer reported that they couldn¿t tell the manufacturer what kind of steps to take to resolve the uncomfortable stimulation at 1.9.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.